Manufacturer narrative:
Analysis of the lead, model 3889-28, found lead proximal end stretched. Proximal end of lead is damaged due to twisted extension connector. Analysis of the percutaneous extension found distal end connector twisted in molded rubber. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s healthcare provider reported via manufacture representative that the extension screw was misaligned and damaged the lead. The lead was unable to be removed from the perc extension hub/connection. It was noted that the issue would have caused issues at stage 2 of the procedure (2 weeks from the day of the report) hence the decision to replace immediately. The lead was replaced without any issues. The issue was resolved at the time of the event. The patient was reported to be alive with no injury. There were no further complications reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_perc_extension; lot# unknown; product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.